Manufacturer narrative:
This report is submitted on 22 sep 2020.

Event description:
Per the clinic, the patient experienced infection at the implant site. Explant is planned but has not taken place as of the date of this report (B)(6) 2020.